Event description:
A summons reports that the pt was prescribed the use of game ready by a "qualified medical provider" for an injury to his right shoulder that required medical treatment. Pt reported to his attorney that following the use of game ready, he "discovered that the ctu [cryotherapy unit] caused [him] personal injuries." The nature of the injuries is not specified. The MFR has no direct knowledge of this event as it became known to us only with the service of the summons. No injuries were reported to the MFR by this pt or rep of this pt other than this summons. Because this matter is under litigation, it has been turned over to the MFR's legal counsel for investigation.

Manufacturer narrative:
The identity of the device used by the pt is not known to the MFR, nor is it known to us who has possession of the device. No prior report of injury or product defect associated with this pt has been reported to the MFR other than this summons. A thorough investigation will be conducted of this complaint and, as more info becomes available to the MFR, it will be communicated through this reporting process.